Event description:
It was reported that during system operation a foot board of the axiom luminos drf unit fell down with the patient standing on it. There are no injuries attributed to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The investigation of the returned footrest showed deformation of one of the grips, which may have been caused by a fall of the footrest and could have resulted in improper latching of one of the bolts. However, as a safety precaution the footrest has green and red markings that show positive or negative latching of the footrest. In case the green markings are not completely visible to the user and some red markings are still noticiable, the footrest is then not properly attached to the table. The footrest with the deformed handgrip was replaced at the facility and the customer is continueing to use the unit. The investigation of the second returned footrest showed no defect. Our experts were able to reproduce the issue only if an object (e.g. Pateint table pad) would get caught between the footrest and the table preventing proper latching. Therefore it is assumed that the footrest was not properly attached to the table by the user. The user should be advised about the correct attachment and the required tests of the footrest, which are described in the operator manual (see xpd3-500.620.02.02.02 page 69/144 chapter "accessories and auxiliary devices").

Manufacturer narrative:
The foot board was requested by siemens factory expert for further investigation. Meanwhile, the old foot board was replaced at the facility. (B)(6). This report was submitted 03/25/2015.